Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the station had database issue. A technical support specialist dialed into the station and checked that the logs, checked on the database status and all reported normally, ran the initial sync and discovered the drawers, noticed that after a period of a few hours the customer tried to log in and received "you must be a support user" and resynced the devices to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es experienced a database issue. Although all configurations were copied, nurses were unable to retrieve medications and had to log in using the support account. The station was re-synced twice, but the issue kept recurring. There were no adverse events or injuries reported based on this incident.